Event description:
It was reported that a spectrum infusion pump would not load a set. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported "won't load set." However, when attempting to close the door the unit alarmed "door not fully latched," which reported symptom may have been referring to. The door not fully latched alarms were caused by a loose upper link screw. The link screws were replaced to correct this condition.